Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a month ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation and charging difficulty due to the ipg migrating deeper. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was disposed by the facility.